Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2007 and (B)(6) 2012 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient underwent mesh implantation in order to treat prolapse, vaginal eversion, and mixed incontinence. The patient underwent the concurrent procedures of an anterior colporrhaphy, paravaginal defect repair with mesh, posterior colporrhaphy, sacrospinous ligament fixation with mesh, and enterocele repair during mesh implantation. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that after implantation the patient experienced pain, infection, bleeding, urinary problems, and bowel problems. The patient underwent ¿repair of original surgery¿ on (B)(6) 2012 due to ¿original mesh had ruptured¿. The patient underwent mesh revision/explantation, along with posterior colporrhaphy, a grade ii rectocele repair with suture/no mesh, cystoscopy, and coaptite (ref 890-300 lot: 1023872) on (B)(6) 2012 due to a symptomatic rectocele, a recurrent vaginal vault prolapse and stress urinary incontinence. No additional information provided. (B)(4) - urinary problems; bowel problems; ¿mesh ruptured¿; rectocele; recurrent prolapse.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted. See also medwatch 2210968-2012-07922 and medwatch 2210968-2012-07923. The same patient is represented in each medwatch.